Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the video slice (vsl). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that prior to starting (post-anesthesia, ports placed) a da vinci-assisted surgical procedure, the customer experienced error 307 during initial power on, and they tried multiple restarts. Technical support engineer (tse) suggested a hard power cycle, but the issue was not resolved. The procedure outcome is unknown with no reported injury.